Event description:
Complainant alleged that the clinicians were attemping to pace (pacer settings unknown) a patient (age, gender and condition unknown), but that the device shut down twice. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.